Event description:
It was reported that during a laparoscopic nephrectomy the devices produced malformed clips. The procedure was completed with a similar device. There was no patient consequence. One device will be returned for analysis. The second device was discarded.